Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: park; j; cho, d; kim, k; sung, j. (2013) anterior cervical discectomy and fusion using a stand-alone polyetheretherketone cage packed with local autobone: assessment of bone fusion and subsidence. This report is for an unknown peek cervios cage (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). This retrospective study is to evaluate clinical outcomes and radiological outcomes including bone fusion and subsidence that occurred after anterior cervical discectomy and fusion using a stand-alone cage packed with local autobone graft. From july 2009 to december 2011, thirty-one consecutive patients who underwent single level acdf for degenerative cervical disc disease without the anterior plating system or allobone graft were included in this study. The mean age of these patients at the time of operation was 51.4 years (range 30-74). There were 15 males and 16 females with a mean follow up period 12 months (8-16 months). Twenty one patients had soft disc herniation, and 10 patients had cervical spondylosis. A peek cage (cervios cages, synthes, (B)(4)) packed with these local autobone chips was implanted in the disc space under the fluoroscopic guide. Anterior cervical plates were not used in all patients. Medical charts, imaging studies, and outcomes of patients were analyzed. All patients were preoperatively assessed using their initial anterior and lateral conventional radiographs, 3-dimensional computed tomographic (CT) scans, and magnetic resonance images. Follow-up studies included cervical spine radiography (in ap-lateral views) at 6 weeks and at 3, 6, and 12 months after surgery, and 3-dimensional CT scans of the cervical spine at immediate postoperative and 6 or 12 months after surgery. Interbody height (ibh) was measured by CT as the distance between the middle points of the upper end plate of the superior vertebral body and the lower end plate of the inferior vertebral body. Segmental angle (sa) was defined as the angle between the upper end plate of the superior vertebral body and the lower end plate of the inferior vertebral body, as measured by cobb¿s method. Subsidence was defined as a decrease of the interbody height more than 2 mm in immediate post operative CT and last follow up CT. Solid bone fusion was defined as the establishment of a solid bone bridge between fusion segments on the last follow up CT scans. Cage subsidence of greater than 2 mm occurred in 7 of 31 patients. Subsidence between 2 and 3 mm developed in 3 patients, and subsidence over 4 mm developed in 4 patients. On the last follow up CT scans, solid bone fusion was present in 28 patients, and nonunion occurred in 3 patients. Twenty-four patients without subsidence showed complete fusion. Of 7 patients with subsidence, 3 patients had nonunion while the other 4 patients had fusion. In the subsidence group, 3 patients with a mild subsidence of 2-3 mm were all fused, but patients with a subsidence of over 4 mm had nonunion except in only one patient. This report is 4 of 7 for (B)(4). This report is for an unknown peek cervios cage and refers to the serious injury of case 4, (B)(6) female who experienced subsidence 2.2.